Event description:
It was reported that on literature review "imageless robotic-assisted total knee arthroplasty leads to similar 24-month womac scores as compared to conventional total knee arthroplasty: a retrospective cohort study", 1 patient suffered from a minimally displaced, uni-cortical tibial shaft stress fracture at the pin site, after having a primary total knee arthroplasty. The aforementioned primary surgery was robotically assisted with navio. It is unknown how the fracture was exactly treated, but it was certainly managed non-operatively. The patient healed uneventfully. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. Held, m, et al. (2021). Imageless robotic-assisted total knee arthroplasty leads to similar 24-month womac scores as compared to conventional total knee arthroplasty: a retrospective cohort study. Knee surgery, sports traumatology, arthroscopy. Vol 30, pages 2631¿2638. Doi: 10.1007/s00167-021-06599-4. (B)(4).

Manufacturer narrative:
H3, h6: the unkn navio robotics instr, part number unkn06100502, used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. The clinical/medical investigation concluded that without the requested patient specific medical documentation, clinical factors which could have contributed to the reported event could not be definitively concluded. The patient outcomes beyond that which was reported could not be confirmed nor concluded; therefore, no further medical assessment can be rendered at this time. A complaint history review for similar reported/confirmed complaints has identified prior events. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR or nc investigation. As with any surgical procedure, there is risk involved. Potential complications accompanying surgery may occur, including: allergic reaction (anaphylactic and minor), infection, mild to serious physical injury, localized static shock, delay in the operation, surgical site nerve injury, vascular injuries of the lower extremity, soft tissue damage, major bone gouging at the surgical site, bone fracture, immature implant failure, unstable knee joint, limited or restricted knee range of motion, major blunt impact injury, unintended laceration/puncture wound, and osteonecrosis. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with bone screw dull, bone density too soft, weakens bone post-op, user drills bone screws through second cortex. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.